Event description:
Utilizing care fusion pump - once tubing was secured inside the pump channel and door closed with hatch secured, the medication flowed "wide open." Pump itself do not control the wide open flow.